Event description:
Reporter indicated it was unknown if the patient had any trauma or manipulated the vns. No x-rays were performed prior to the surgery on (B)(6) 2012. The reporter indicated high lead impedance was noted prior to the surgery date of (B)(6) 2012, but the actual date was not provided. The reporter indicated on (B)(6) 2012 that the patient was to have vns generator and lead replacement due to an unknown reason. Per the implant card received to the manufacturer for the previous vns generator replacement on (B)(6) 2012, diagnostics were within normal limits at that time. It is likely the high lead impedance was noted first on approximately (B)(6) 2012, when the need for surgery was reported but the reason was unknown at the time.

Event description:
Reporter indicated a patient had vns generator and lead replacement surgery on (B)(6) 2012 due to high lead impedance and a suspected lead fracture. The generator was replaced as it was not compatible with the new lead. The explanted lead and generator will not be returned as the hospital does not return explanted devices. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The event date has been updated to reflect that the high lead impedance was noted prior to the surgery date.